Event description:
It was reported that during a non-tortuous, moderately calcified peroneal artery interventional procedure, an armada 3.0mm x 200mm x 150cm balloon dilatation catheter (bdc) was advanced for pre-dilatation without difficulty and there was difficulty with balloon inflation. The balloon was inflated two times to 2-4 atmospheres. There was a waist in the middle of the balloon and it did not inflate, but the upper and lower part of the balloon did inflate. The armada was removed without difficulty and an armada 4.0mm bdc was used successfully for the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.